Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No motor anomalies noted during testing. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Medtronic received information that audio/vibrate anomaly/absence of alarm occurred. There was no adverse impact or consequence reported as a result of this event.